Event description:
Additional information was received indicating reprogramming was performed to resolve the event.

Event description:
During an in clinic follow up, an alert for over current detection (ocd) and low defibrillation impedance was observed on the right ventricular (rv) lead. Technical support was contacted and it was noted a shock was aborted due to the ocd alert, however, the device then changed vector to rv-can and this shock was delivered as programmed. Diagnostic imaging was performed and no anomalies were noted, however, lead damage was suspected. Technical support recommended a lead revision. Reprogramming is anticipated but has note yet been performed. The patient was stable and will continue being monitored.